Event description:
Info rec'd that the siderail would not latch in place. No injury reported.

Manufacturer narrative:
Technician found the metal flap on the left siderail was bent not allowing it to latch in place. Replaced the metal flap to resolve this issue.